Event description:
It was reported that after shaping the tip of a hi-torque balance middleweight (bmw) universal guide wire with an unspecified guide wire introducer without issue, the bmw universal guide wire was advanced toward a heavily calcified lesion in the mildly tortuous distal right coronary artery. During advancement past the lesion, resistance was felt and force was applied. The distal tip coil was angiographically noted to have unraveled and stretched and was subsequently removed from the anatomy without resistance. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed. While the physical resistance could not be replicated in a testing environment as it was based on operational circumstances, visual and mechanical evaluation and scanning electron microscopy (sem) revealed a shaping ribbon separation, confirming the reported unraveling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Based on a visual, mechanical, and sem evaluation of the returned device, there is no indication of a product deficiency.